Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condtiion and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.